Manufacturer narrative:
(B)(4). The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Intravascular ultrasound (ivus) of the vessels revealed mixed morphology plaque. Atherectomy was performed in the left common femoral artery (cfa), superficial femoral artery (sfa) and popliteal artery using a diamondback 360 peripheral orbital atherectomy device (oad). Access was gained in the cfa with a 6fr catheter. Two 20 second treatments were performed on low speed, followed by two 20 second treatments on medium speed in the popliteal artery with 30 second breaks between treatments. Vasodilators were administered following each treatment. Ivus was performed and revealed a spiral, flow limiting dissection from the cfa to the mid sfa. Balloon angioplasty was performed. A stent was deployed and covered the dissection. Ivus was performed and revealed the dissection to have resolved. Following the procedure, the patient was in stable condition.